Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Prior to the procedure, after prepping the patient, when the generator was powered on, the device passed the self test and the initial screen was shown. The start session button was touched, the channels were selected that were going to be used and the treatment screen to begin the procedure was shown. A loud noise was heard and a error message popped up "an error has occurred. Patient is no longer connected to the machine. Disconnect all electrodes, and restart machine, using the power switch, to continue", everything was disconnected and then tried but the same error was showed again. The procedure was cancelled because there was not a backup machine in the region. There were no adverse patient consequences.